Event description:
It was reported that the pacing impedance had slowly risen to a high value, where it has plateaued for the past 15 months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).